Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international service technician reviewed the device diagnostic history and found air flow sensor and oxygen flow sensor calibration data error references. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Resolution and disposition: the service technician replaced the data acquisition board. The device successfully passed performance specification testing.

Manufacturer narrative:
Device evaluation: the manufacturer's service technician was unable to duplicate the reported issue. Review of the device diagnostic history indicated check vent occurrences due to air flow sensor calibration and oxygen flow sensor calibration data errors. Patient/user involvement: due diligence has been performed to obtain patient information; however none has been provided. Resolution and disposition: the manufacturer's service technician recommended replacement of the data acquisition board. The customer has not provided a purchase order for repair.

Event description:
The manufacturer's international service technician reviewed the device diagnostic history and found air flow sensor and oxygen flow sensor calibration data error references. There was no patient harm.